Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 20, 2007, the lay user/pt contacted lifescan alleging that her one touch ultra2 was not powering on. The pt had an older lifescan meter, but ran out of test strips so her doctor gave her the one touch ultra2 meter in 2007. The pt did not report how long she was unable to test with her previous lifescan meter, and if her blood glucose was tested at the doctor's office. When she attempted to test with her new one touch ultra2 meter, she was unable to obtain a meter reading for two days. Usually she tests twice daily (mornings and evenings). During the time period that she was unable to test, she was taking her usual 60 units of 70/30 humulin. On the second day of not being able to test her blood glucose levels, she developed symptoms of frequent urination, profusely sweating, and feeling a little shaky. She claimed that she could not recall what she was doing before the onset of her symptoms. She attempted to test on her meter while experiencing the symptoms, but the meter would not power on. She did not take any actions to administer self-care, but took herself to the emergency room (ER) where she obtained a "338 mg/dl" blood glucose result on the ER's device. She was given 10 units of insulin and sent home 2 hours later. The customer care advocate (cca) discovered that the pt was holding down the "ok" button, which will turn off the meter. The cca walked her through training on the phone and resolved the issue. Although there is no evidence that the meter malfunctioned, this complaint is being reported, because the pt alleged she was unable to test her blood glucose levels for 2 days, and then developed symptoms of hyperglycemia.